Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system leaked blood from the tubing behind the clamp during use. A small "burr" was found on the clamp once the needle was removed from the patient, which had broken the tubing. The patient had visited the hospital for "fever" and "throat inflammation", and the catheter malfunction did not cause any harm to them. The following information was provided by the initial reporter, translated from (B)(6) to english: patient went to the hospital for checking, patient had fever, throat inflammation, it was the upper respiratory tract infection through inspection, the nurse gave the treatment with an infusion of prescribed. After the infusion, there was small clip blood seeping behind sealing pipe clamp, the nurse quickly pulled out the needle. After checking, there was small burr on the clamp, which had made the tube broken, it did not cause any harm to patient.

Manufacturer narrative:
H.6. Investigation summary: a lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event. Additionally, a sample has not been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the event. H3 other text : see section h.10.

Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system leaked blood from the tubing behind the clamp during use. A small "burr" was found on the clamp once the needle was removed from the patient, which had broken the tubing. The patient had visited the hospital for "fever" and "throat inflammation", and the catheter malfunction did not cause any harm to them. The following information was provided by the initial reporter, translated from chinese to english: patient went to the hospital for checking, patient had fever, throat inflammation, it was the upper respiratory tract infection through inspection, the nurse gave the treatment with an infusion of prescribed. After the infusion, there was small clip blood seeping behind sealing pipe clamp, the nurse quickly pulled out the needle. After checking, there was small burr on the clamp , which had made the tube broken, it did not cause any harm to patient.